Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was unable to verify prime alarm due to detached end cap. Insulin pump received with detached end cap, slight protruded and loose motor drive support disk. Also, it had minor scratches on display window, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported by the customer's father that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. Customer stated they were treating high blood glucose levels with manual insulin injections and has stabilized. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer also stated wires were exposed on the device and the drive support cap had come off. Customer does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 478 mg/dl at time of reporting. Nothing further reported.